Event description:
The rotating head of the brush head came off during use (device breakage). No adverse event. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the rotating head of the oral-b precision clean brushhead came off in his mouth. No symptoms developed.